Event description:
It was reported that on (B)(6) during the fluid infusion the patient felt a swelling and pain at the location of about 8cm above the puncture site. The infused drugs were normal non-irritating drugs. On (B)(6) when the patient was having another infusion, the puncture site was found leaking. The nurse planned to change the drug and examined the outflow causes. During the drug changing process, the nurse found that the exposed portion of the catheter was broken and the residual catheter fell into the patient's body.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexh2133 showed no other similar product complaint(s) from these lot numbers.